Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective, and the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire rupture, the light guide fiber bundle (lcb) fluid damage, the control body assy complete corroded, the forward body cover scratched, the remote control buttons cut, the light guide cable cut, the electrical connector assy a-p0023 fluid damage, and the lg cable connector assy fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.